Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported feeling dizzy and the right ventricular (rv) lead displayed an increased sensing integrity counter (sic). It was noted that the impedance levels and thresholds were stable. The lead remains in use. No patient complications have been reported as a result of this event.